Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety, arthritis, fibromyalgia, hypertension, carpal tunnel release, swelling of eyelid, numbness of upper extremities, hypertension, hypercholesterolemia, esophageal reflux, fatigue, erythema, myalgia, itching, tension headache, uti, dysuria, diabetes mellitus, tobacco use disorder, dysthymic disorder, insomnia, tremor, cough, heartburn, nausea, leg pain, dyslipidemia, lumbago, polymenorrhoea, runny nose, general body pain, oedema peripheral, leiomyoma nos (endometrial), endometrial cancer, endometrial hyperplasia, knee pain, chest pain, flank pain, hypothyroidism, genital herpes, malaise, myalgia, hypothyroidism, vitamin d deficiency, neck pain, morbid obesity, social anxiety disorder, trichotillomania, excoriation, mood disorder, trichotillomania, bone pain, cellulitis and vomiting. Concomitant products included calcium, diclofenac, duloxetine, fluoxetine, gabapentin, hydrochlorothiazide, hydrochlorothiazide;lisinopril (lisinopril and hydrochlorothiazide), ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), naproxen, pantoprazole, sulfamethoxazole sodium (sulfamethoxazol) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), skin fissures ("fissures in skin"), rash ("severe rash"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and influenza like illness ("other injury(ies) or complication please describe: flue like symptoms"). The patient was treated with aripiprazole (abilify), trazodone and surgery (bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, skin fissures, anxiety, depression, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown, the vaginal haemorrhage, menorrhagia, abdominal pain lower and influenza like illness had resolved and the rash was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, influenza like illness, menorrhagia, pelvic pain, rash, skin fissures and vaginal haemorrhage to be related to essure. The reporter commented: essure coil deployed 3 coils seen within cavity; left tube then cannulated, essure coil deployed with 3 coils seen in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: gastro-esophageal reflux disease without esophagitis. Fragments of benign inactive endometrial tissue. Benign fallopian tube tissue with paratubal cyst present. Benign fallopian tube tissue with paratubal cyst present. Ultrasound pelvis - on (B)(6) 2015: impression: unremarkable appearance of the uterus and ovaries; on (B)(6) 2017: no ovarian or adnexal mass. Small ovarian follicles are present. Ultrasound scan - in (B)(6) 2015: coils were correctly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, dysmenorrhea, depression, menorrhagia, abdominal pain, nickel allergy, rash, pelvic pain and flu symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in a 30-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety, arthritis, fibromyalgia, hypertension, carpal tunnel release, swelling of eyelid, numbness of upper extremities, hypertension, hypercholesterolemia, esophageal reflux, fatigue, erythema, myalgia, itching, tension headache, uti, dysuria, diabetes mellitus, tobacco use disorder, dysthymic disorder, insomnia, tremor, cough, heartburn, nausea, leg pain, dyslipidemia, lumbago, polymenorrhoea, runny nose, general body pain, oedema peripheral, leiomyoma nos (endometrial), endometrial cancer, endometrial hyperplasia, knee pain, chest pain, flank pain, hypothyroidism, genital herpes, malaise, myalgia, hypothyroidism, vitamin d deficiency, neck pain, morbid obesity, social anxiety disorder, trichotillomania, excoriation, mood disorder, trichotillomania, bone pain, cellulitis and vomiting. Concomitant products included calcium, diclofenac, duloxetine, fluoxetine, gabapentin, hydrochlorothiazide, hydrochlorothiazide;lisinopril (lisinopril and hydrochlorothiazide), ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), naproxen, pantoprazole, sulfamethoxazole sodium (sulfamethoxazol) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), skin fissures ("fissures in skin"), rash ("severe rash"), anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"), depression ("depression/psych injury"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping"), influenza like illness ("other injury(ies) or complication please describe: flue like symptoms"), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy"). The patient was treated with aripiprazole (abilify), trazodone and surgery (bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal pain lower, influenza like illness and hypersensitivity had resolved, the skin fissures, anxiety, depression, dysmenorrhoea, dyspareunia, abdominal pain, back pain and genital haemorrhage outcome was unknown and the rash was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, influenza like illness, menorrhagia, pelvic pain, rash, skin fissures and vaginal haemorrhage to be related to essure. The reporter commented: essure coil deployed 3 coils seen within cavity; left tube then cannulated, essure coil deployed with 3 coils seen in cavity. Received treatment for pain, abnorm. Bleed (interpreted as general abnormal bleeding), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure conformation test unspecified result bilateral occlusion. Pathology test - on (B)(6) 2017: gastro-esophageal reflux disease without esophagitis. Fragments of benign inactive endometrial tissue. Benign fallopian tube tissue with paratubal cyst present. Benign fallopian tube tissue with paratubal cyst present. Ultrasound pelvis - on (B)(6) 2015: impression: unremarkable appearance of the uterus and ovaries; on (B)(6) 2017: no ovarian or adnexal mass. Small ovarian follicles are present. Ultrasound scan - in (B)(6) 2015: coils were correctly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, dysmenorrhea, depression, menorrhagia, abdominal pain, nickel allergy, rash, pelvic pain and flu symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- new event "gen. Abnormal bleed", allergy were added. Lab test was added and patients demography was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety, arthritis, fibromyalgia, hypertension, carpal tunnel release, swelling of eyelid, numbness of upper extremities, hypertension, hypercholesterolemia, esophageal reflux, fatigue, erythema, myalgia, itching, tension headache, uti, dysuria, diabetes mellitus, tobacco use disorder, dysthymic disorder, insomnia, tremor, cough, heartburn, nausea, leg pain, dyslipidemia, lumbago, polymenorrhoea, runny nose, general body pain, oedema peripheral, leiomyoma (endometrial), endometrial cancer, endometrial hyperplasia, knee pain, chest pain, flank pain, hypothyroidism, (B)(6), malaise, myalgia, hypothyroidism, vitamin d deficiency, neck pain, morbid obesity, social anxiety disorder, trichotillomania, excoriation, mood disorder, trichotillomania, bone pain, cellulitis and vomiting. Concomitant products included calcium, diclofenac, duloxetine, fluoxetine, gabapentin, hydrochlorothiazide, hydrochlorothiazide; lisinopril (lisinopril and hydrochlorothiazide), ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), naproxen, pantoprazole, sulfamethoxazole sodium (sulfamethoxazole) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), skin fissures ("fissures in skin"), rash ("severe rash"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and influenza like illness ("other injury(ies) or complication please describe: flue like symptoms"). The patient was treated with aripiprazole (abilify), trazodone and surgery (bilateral laparoscopic salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, skin fissures, anxiety, depression, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown, the vaginal haemorrhage, menorrhagia, abdominal pain lower and influenza like illness had resolved and the rash was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, influenza like illness, menorrhagia, pelvic pain, rash, skin fissures and vaginal haemorrhage to be related to essure. The reporter commented: essure coil deployed 3 coils seen within cavity; left tube then cannulated, essure coil deployed with 3 coils seen in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2017: gastro-esophageal reflux disease without esophagitis. Fragments of benign inactive endometrial tissue. Benign fallopian tube tissue with paratubal cyst present. Benign fallopian tube tissue with paratubal cyst present. Ultrasound pelvis on (B)(6) 2015: impression: unremarkable appearance of the uterus and ovaries; on (B)(6) 2017: no ovarian or adnexal mass. Small ovarian follicles are present. Ultrasound scan in (B)(6) 2015: coils were correctly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, dysmenorrhea, depression, menorrhagia, abdominal pain, nickel allergy, rash, pelvic pain and flu symptoms. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and medical record received: case is now incident. New events added from pfs- pelvic pain, abnormal bleeding (vaginal, menorrhagia), rash/fissures in skin, anxiety and depression, severe rash, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), flu like symptoms, abdominal pain and back pain. Lot no. Added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug and concomitant drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.